Event description:
It was reported that this implantable defibrillation lead exhibited noise which was oversensed. It was suspected that the noise was due to insulation damage. The lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.